Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the certain locator abutment screw fractured. A new locator abutment has been placed.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the post broke at minor diameter. No material or product defect was noted. The complaint is confirmed. A singular cause cannot be determined.

Event description:
No further event information available at the time of this report.